Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma: unable to observe as it is a medical event not related to the device. Inflammation/irritation: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Death ¿ ndr: not applicable as the event is not related to the device. Anxiety - product/procedure: unable to observe as it is a medical event not related to the device. Lump/nodule: unable to observe as it is a medical event not related to the device. Skin rash/dermatitis: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Brown particles observed on the surface of the shell. One opening observed on anterior side assessed as surgical damage the event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "seromas" and "fear of alcl". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side exchange due to patient's concern with the product. Patient representative later reported plaintiff underwent painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, physical pain, scarring and disfigurement. Plaintiff experienced severe swelling, breast pain and tenderness, heat sensations, rashes or itching under left breast and arm, mass under the arm or breast. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress and anxiety, as well as loss of quality of life and depression; and other physical and emotional manifestations that are severe and ongoing. Plaintiff has not been diagnosed with bia-alcl. Patient has deceased; this is not related to the device. Device has been explanted.